Event description:
Report received from (B)(6) states: "the insertion of the trocar was very difficult because the tip of the trocar was bent. The protective cover of the trocar was only removed by the operating surgeon, therefore it cannot be damaged because of improper handling. No patient impact/injury."

Manufacturer narrative:
The device has been requested, yet not been returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.